Event description:
During an incident in 2004 involving patient suffering from chest pain, and with defib pads attached, the crew pressed analyze and the unit prompted to "stand clear". The patient was awake and alert and had a pacemaker. When the crew heard the prompt, they powered the unit down and left it off. They feel the unit should not have prompted to "stand clear" given the circumstances. The patient was transported to hospital.